Event description:
It was reported to boston scientific corporation that a gemini basket was used in the kidney during a kidney stone ureteroscopy procedure performed on (B)(6) 2022. During the procedure, a gemini basket was used in an attempt to remove kidney stones. However, when stone was captured and device was pulled back, the sheath at the distal end was torn and pull wire broke. The basket was opened and the stone was removed. The basket was removed from the patient. Another gemini basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h6: device code a0401 captures the reportable event of pull wire break. Device code a0414 captures the reportable event of sheath torn material. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini basket was used in the kidney during a kidney stone ureteroscopy procedure performed on (B)(6) 2022. During the procedure, a gemini basket was used in an attempt to remove kidney stones. However, when stone was captured and device was pulled back, the sheath at the distal end was torn and pull wire broke. The stone inside the basket was able to be released and the basket was removed from the patient. Another gemini basket was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on august 11, 2022*** this event happened to two gemini baskets. The two gemini baskets were used on the same patient on the same procedure. Refer to report number 3005099803-2022-04550 for the other gemini basket.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) block h6: device code a0401 captures the reportable event of pull wire break. Device code a0414 captures the reportable event of sheath torn material. Block h10: the returned gemini basket was received with the basket retracted or closed, and a visual inspection noted that the sheath was torn and accordion/buckled at the proximal section, and kinked at the distal end. Additionally, the pull wire was found kinked at the proximal end. During functional inspection, the actuation of handle found -the basket was not able to open or close. No other issues were noted. The reported event sheath torn at distal end was not confirmed. Based on all available information, the most likely cause is related to device design. The axial force applied when the device is actuated can easily buckle the sheath, causing the plastic deformation. Additionally, if the device keeps being actuated, more buckling modes can be triggered, and eventually tore the sheath. This failure can occur in the nominal, worst and best scenarios of the sheath and pull wire ID and od dimensions. Therefore, the most probable root cause is cause traced to device design. The pull wire and sheath bent/kinked most likely happened due to excess force applied upon the handling of the device during the procedure. Therefore, cause code for the failure found is adverse event related to procedure. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a gemini basket was used in the kidney during a kidney stone ureteroscopy procedure performed on (B)(6), 2022. During the procedure, a gemini basket was used in an attempt to remove kidney stones. However, when stone was captured and device was pulled back, the sheath at the distal end was torn and pull wire broke. The stone inside the basket was able to be released and the basket was removed from the patient. Another gemini basket was used to complete the procedure. There were no patient complications reported as a result of this event. ***additional information received on august 11, 2022*** this event happened to two gemini baskets. The two gemini baskets were used on the same patient on the same procedure. Refer to report number 3005099803-2022-04550 for the other gemini basket.